Event description:
The accounts biomed stated the head section will not go down electrically, but when it is taken down using the CPR, it will go right back up unintentionally.

Manufacturer narrative:
Repairs have not been completed.